Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported high capture thresholds.

Event description:
It was reported that this right ventricular lead was successfully explanted due to exhibiting high pacing thresholds, due to this, it was suspected that the lead experienced micro dislodgement, therefore it was decided to replace it. Another lead was implanted instead. The lead is expected to be returned to boston scientific for analysis. No further adverse effects were reported.

Event description:
It was reported that this right ventricular lead was successfully explanted due to exhibiting high pacing thresholds, due to this, it was suspected that the lead experienced micro dislodgement, therefore it was decided to replace it. Another lead was implanted instead. No further adverse effects were reported.